Manufacturer narrative:
Unit had broken reservoir tube lip, missing reservoir tube o-ring. Unit test reservoir does not lock in place properly and unable to perform the displacement test due to the missing reservoir tube o-ring and broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.